Event description:
A healthcare worker experienced pain with whitening of the skin on a finger of the right and left hand after touching an item from a load after the cycle completed. The worker rinsed the contact areas under water and did not seek medical attention. The symptoms resolved within one day. The vaporizer plate was in place at the time of the event.